Event description:
Physician was placing a central line. When inserting the guidewire from the kit, the guidewire would not advance through the catheter. When the doctor removed the guidewire, it was found that the guidewire unraveled and stretched out. FDA safety report ID # (B)(4).